Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clips were malformed. It is unknown how the case was completed. There was no consequence to patient.